Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the cutter comes out while running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that the motor device had intermittent operations and was skipping. According to the reporter, an identical spare device was available; however, the device also produced the same malfunction. There were no delays to the surgical procedure as an additional spare identical device was available to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had intermittent operation, was skipping and the cutter came out when running. It was determined that these issues were a result of the device being power broken. The cause of the power broken was due to failure to follow directions for use and running the device in the safe or load position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be user error, abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.